Event description:
It was reported that a cartridge did not fit properly on the customer's insulin pump, failing to snap into place as expected. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to inspect various parts of the pump, clean the pneumatic tap area, and attempt to fit a new cartridge, but these actions were unsuccessful. As a result, technical support decided to replace the pump and ensured the customer understood how to store the pump and return it using a pre-paid label. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.